Manufacturer narrative:
Other relevant history, including preexisting medical conditions: asked but unavailable. Device information: the device lot/serial number was requested but was unavailable. Therefore device information remains unknown. If implanted, give date: date of device implant was requested, but is unavailable. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. Type of investigation: code b22 - attempts were made to obtain the device lot/serial number, and the lot/serial number was unavailable. No device history record review was able to be completed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak, aneurysm enlargement, and component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date in 2019, at a different facility, the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2023, the patient presented with pain. It was noted that the patient had not been keeping up with yearly surveillance and presented to the emergency room with symptoms. It was reportedly observed that the ipsilateral limb of the trunk-ipsilateral leg component, located on the patient's right side, had pulled up into the aneurysm sac. A distal type I endoleak was also present. The cause of the distal end migration and subsequent endoleak was reportedly disease progression. It was reported that the aneurysm had grown approximately 1cm or greater. The diameter of the right iliac artery landing zone was approximately 4cm. On the same day, a reintervention was performed whereby a 23mmx14cm contralateral leg component was implanted to treat the distal type I endoleak. An aortic extender component was also implanted proximally as a prophylactic measure as it was reported that the proximal seal appeared tenuous. The endoleak was reportedly resolved and the patient tolerated the procedure.